Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3301ml. The fill volume as 2000ml, this meets iipv criteria. No patient injury or medical intervention was reported.

Event description:
Baxter product surveillance attempted left a detailed message with the nurse on (B)(6) 2011 to notify the nurse of the event. No further information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain, false empty detect and use error as the initial drain alarm setting was inappropriately programmed and / or insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).